Manufacturer narrative:
The field service representative (fsr) replaced the level detector. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the ultrasonic level sensor to function as intended during both ambient temperature and cold chamber testing.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the provided logs were exported before any testing was performed on the level module. There was no indication of a problem in the log. The level module was last used on (B)(6) 2019, no issues on that date either. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The level detector was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the level detector failed release testing, specifically the thick wall test. There was no patient involvement.